Manufacturer narrative:
We have contacted the pt to request additional info and to determine if a return of the device for eval is possible. This MDR includes all pt, event and device info davol has received to date, which included a review of the mfg records. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Pt reports she was suffering from abdominal pain and couldn't keep any food down. She presented to her surgeon who determined that the mesh was adhered to or entwined with her bowel/intestines. Surgery was performed to remove the mesh. She does not know if it was replaced with another mesh or not. Per a portion of a letter provided by the surgeon and read over the phone by the pt, she appeared to have a history of recurrent hernias.